Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return: customer returned 1x puendo3 lot 0000453817 broken. Using microscope visually checked tip. Instrument was broken as indicated in complaint, see attached picture. No manufacturing defects or markings were noted on instrument. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. No unopened product was returned for additional testing. Root cause of tip breakage is applying power when not at the treatment site. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a proultra endo tip #3 pack broke during use. Reportedly, the tip broke at the lowest setting out of the patient's mouth. No injury occurred.